Event description:
It was reported the asymptomatic patient presented with a stored electrogram via a merlin@home transmission showing non-sustained right ventricular lead oversensing. The implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The patient was subsequently seen in clinic where programming changes were made. The patient was stable and had no reportable symptoms.